Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing a burning and aching at his ipg site whether the stimulation is on or off. The pt also stated he stopped using the system about a month ago because of the issue. The pt is pending a follow-up with his physician to discuss whether to relocate his ipg or received local injections to help with his pain.